Manufacturer narrative:
Correction information: b4: date of this report, b5. Refer to h11, f7: follow up #01, f11: updated dates and f13: updated dates. Additional information: d4: d4: primary unique device identifier (UDI) corrected, f9: age of device and h11: evaluation summary. Evaluation summary: according to the report, when using a puncture needle (made by another company, products details unknown), the balloon was pierced by the needle. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured on 26-oct-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment on 28-nov-2023 and actual date shipped was confirmed on 30-nov-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h11.

Event description:
On 11-sep-2024, pentax medical became aware of of an initial report of a complaint in france within the emea region involving a pentax medical balloon model oe-a61. Based on the initial report, the balloon tore, and a piece of balloon went in the patient's trachea during use. There was no report of patient harm. The [reporter mentioned] the balloons of this batch keep tearing during procedures. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect - clinical code : 2687 foreign body in patient. Health effect impact code: 2199 no health consequences or impact. Medical device problem code: 4008 material cut, split or torn. Component code : 419 balloon. Additional information. Pentax medical france responded to a good faith effort request via email on 17-sep-2024 as follows information. Summary at the time of the event -an eb19 j10u (ebus) with an oe-a61 balloon was inserted into the patient. -the puncture needle contained in the sheath was inserted into the operation channel. -the sheath was extended to the target site. -when the needle came out of the sheath, the balloon was torn. -the ebus was removed to install a new oe-a61. -ebus was reinserted, and part of the balloon was detected in the patient's trachea. Bronchoscopy and biopsy forceps (unknown model) were used to remove the balloon fragments. The physician's feedback indicated that the patient recovered without sequelae, but the balloons were particularly fragile. The user agrees to the inspection of the ultrasonic endoscope, but requests on-site inspection, and the inspection method is under consideration. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.